Event description:
The hospital reported that during a coronary artery bypass procedure, no co2 pressure was being emitted from the blower mister. The hospital reported that there may have been a blockage in the tubing as there were no visible kinks on the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).